Manufacturer narrative:
The event date was not available to boston scientific. Because the event date is unknown at this time, an estimated date was provided. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure, the fiber connector overheated and smoke was seen coming from the connector. The fiber broke at the proximal part when it was being changed. The procedure was completed with a fiber replacement. There were no patient complications.